Manufacturer narrative:
Returned units were evaluated, the leaking/cracking at the male luer on the rotating adapter on the inflation device was due to the pins in the mold being inserted too deep which created a thin section at the bottom of the male luer. Adjustments were made to the mold on (B)(6) 2004 to correct this issue. Inventory has been reviewed with no issues found. There was no lot number available to determine when the product in question was manufactured. Since there was no lot number available, review of the device history record could not be performed. Medex was able to confirm this issue and determine the cause. Mold adjustments have been made to correct this issue. No additional action necessary at this time. Medex considers this issue closed with this MDR report.

Event description:
The reporter stated that their customer reported that the male connectors on the inflation devices are leaking or broken between the 380 and the ptca catheter. No patient injury or treatment associated with this issue.